Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a percutaneous coronary intervention on (B)(6) 2022. Reportedly, the prostyle device achieved hemostasis. Five-days post-procedure on ((B)(6) 2022), the patient returned with a sore groin. An infection was noticed with antibiotics administered. On (B)(6) 2022, a patch repair was used to treat the infection. Within 48 hours, the patch in the artery blew requiring ligation of the external iliac, profunda and superficial femoral arteries. The patient's leg is noted to be better with no pain. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of infection, pain and dissection are listed in the electronic prostyle instructions for use (eifu), as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.